Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated. The reservoir was explanted and replaced with a 65 ml spherical reservoir. There were no patient complications reported.